Manufacturer narrative:
UDI: (B)(4). Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedures. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. The thickening of valve leaflets can be a result of early calcification of the leaflets, host tissue overgrowth, or micro-thrombi. Several factors can cause development of thickened leaflets, including: thrombosis due to inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). A DHR review was performed and did not reveal any issues that may have contributed to the complaint event. In this case, the cause of the central aortic leak and thickened leaflets cannot be determined from the information available. However, it is reported that the cause may be due to ¿the patient did stop taking her aspirin 6 months after the procedure.¿ the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.

Event description:
As reported, approximately 1 year, 4 months post successful transfemoral pulmonic valve replacement the patient presented with severe central pulmonary insufficiency (pi), with a possible frozen leaflet observed on both echo and angio. Another s3 valve was placed inside the original s3 valve, successfully treating the pi. The patient was stable and recovering as of this afternoon. Per the hospital, it did appear that one of the leaflets was thickened with poor mobility. No large mass or vegetation were observed on ice. There was no significant gradient to suggest stenosis. The patient did stop taking her aspirin 6 months after the procedure which is not their usual practice. They recommend lifelong aspirin and are not sure how she was misinformed about this. The patient was also taking an estrogen containing birth control. Following the new valve implant last month, the patient is taking eliquis for 3 months then switching to lifelong aspirin. Additionally, the patient will also change her birth control to something with no estrogen.